Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant inr results on coaguchek xs meter (B)(4) compared to an unknown laboratory method. The result from the meter at 5:00 a.m. Was 8.0 inr. The result from the laboratory at 11:00 a.m. Was 3.94 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient is fine. The patient had a gastrointestinal infection last week and "received only one dragee for it." The pediatrician indicated this would not affect the patient's inr result. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.